Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed receiving more insulin than expected from the pump, with more active insulin displayed than anticipated. The event involved product(s) mmt-332a, mmt-7040a, mmt-243a and mmt-1884. The low blood glucose event was treated with a cup of juice, and the customer is taking cholesterol medication, multivitamins, and anti-depressants. Troubleshooting was performed and customer was using the insulin pump system with auto mode/smartguard active, and auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-332a, mmt-7040a, mmt-243a and mmt-1884 were not expected to return.